Event description:
At the end of a procedure, the surgeon noticed that the small metal end of the wand was missing. It could not be located inside the joint or in the suction filter. Post-operative xrays were ordered and still the missing piece was not located.

Manufacturer narrative:
The complaint has been verified and the root cause could not be determined with confidence as several factors could cause this type of failure such as: ensure that the tip does not come into contact with another apparatus such as a cannula which could cause the electrodes to detach, ensure that the default set point is being used. Higher settings may reduce life expectancy of the device and cause the electrodes to disintegrate which can be seen by the rounded edges on the remaining electrodes, or ensure that the wand is not used for more than five (5) minutes of cumulative active ablation time at the default set point as excessive use can result in electrode failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.